Manufacturer narrative:
Block h6: device code a150101 is being used to capture the reportable event of cinch failure to deploy. Device evaluation block h11 the device was returned without the cinch plug. During the visual inspection, it was found the wire bent, kinked and break of the handle. A media analysis was performed. The documentation provided includes a picture where several cinch devices can be observed inside the bag, along with the device label information showing the upn and batch number. In the photo, it is possible to identify that one of the devices has a stretched working length and a broken internal wire. The reported event of cinch failure to deploy could not be confirmed with testing of the product returned. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information, the event of "cinch failure to deploy", the issues identified during the product analysis could have prevented the cinch from deploying during the procedure. However, the device was returned without the cinch plug and did not have objective evidence for this failure. As a result, the most probable cause of the reported issue cannot be established due to lack of evidence. After analysis it was possible to observe that the wire was bent, kinked and break of the handle, and the internal wire was broken. Most likely procedural factors as handling of the device and the technique used by the physician (force applied), could have resulted in the damages encountered in the device. Additionally, for the event additional device required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. All compiled information on this investigation determines that the most probable cause is "adverse event related to procedure".

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy. There was an attempt to use pliers to manually deploy the cinch, which was unsuccessful. The procedure was completed with a new cinch. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a150101 is being used to capture the reportable event of cinch failure to deploy.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used in the stomach during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy. There was an attempt to use pliers to manually deploy the cinch, which was unsuccessful. The procedure was completed with a new cinch. There was no patient complications reported as a result of this event.